Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the vessel dissection and in-stent thrombosis occurred and the patient died. Vascular access was obtained via the femoral artery. The 95% stenosed 36x3.00mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and non-calcified left circumflex (lcx) artery. A non-bsc guide wire was used and the lesion was pre dilated. A 3.00 x 38 synergy¿ drug-eluting stent was inserted and resistance was noted. The stent was successfully deployed, however, a vessel dissection and in-stent thrombosis was noted at the edge of the stent. Suctioning of the thrombus was performed however, the patient died.